Event description:
The event is reported as: the adaptor which connects to the ventilator has unseated from the tube despite proper technique in-servicing. No pt injury.

Manufacturer narrative:
A visual, functional and dimensional inspection could not be conducted since the device sample was not returned. A device history record review could not be conducted since the lot number was not provided. The complaint can not be confirmed since the sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.